Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Fluid is in the fluid line. No other visual issues were observed. The device was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found settings (7,3). The wand produced plasma and coagulation as expected. No overheating was observed during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that during a procedure, the end of the evac 70 xtra wand had high temperature and heat; the salt water was too hot. The procedure was completed using a bonss competitor device. There was a surgical delay less than 30 minutes and no further complications were reported.